Event description:
I've been using a philips CPAP machine from (B)(6) hospital in (B)(6) for many years. I was sent a letter stating that the machine I was using may have to be recalled due to health risks. I have been suffering for years since using this CPAP machine with a chronic cough. I've been seen by ears, nose and throat at the same hospital and my airways are so inflamed. The hospital did not advise me to use the humidifier that comes with the machine. I've been using this for several weeks now but am hoping my airways will improve. With the report that's come out about the foam on these machines causing problems I now wonder if my issue is related to this and have today received a letter from the hospital stating I have to take it back to change it over to a different type of CPAP machine. I'm very upset that I've been exposed to harmful substances and with my current symptoms I could go down the route of seeking legal advice. I would like your thoughts on this please. Kind regards; (B)(6). FDA safety report ID # (B)(4).